Event description:
A customer from (B)(6) notified biomérieux of obtaining false resistant results when testing two patient isolates with the vitek® 2 ast-n372 test kit. The customer reported the following results: isolate 1 (escherichia coli): resistant mics for ertapenem, cefixime, "ticarcilline", amox/clav, ampicillin, temocillin, and mecillinam. Susceptible results were obtained upon repeat testing with the same lot. The customer reported that there was no delay and no patient harm or incorrect treatment due to the discrepant result. A biomérieux internal investigation will be initiated.

Event description:
A customer from (B)(6) notified biomérieux of obtaining false resistant ertapenem results when testing a patient isolate with the vitek® 2 ast-n372 test kit. The customer reported the following results: isolate of escherichia coli: resistant mic for ertapenem susceptible results were obtained upon repeat testing with the same lot. The customer reported that there was no delay and no patient harmed or treated incorrectly due to the discrepant result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for false resistant ertapenem results when testing two patient isolates with the vitek® 2 ast-n372 test kit. A review of quality records confirmed the vitek 2 ast-n372 lot #0220799404 met final qc release criteria and passed qc performance testing. The customer did not submit the strains for investigation. Strain submittal is required in order to confirm a vitek 2 discrepancy compared to the reference method.